Manufacturer narrative:
(B)(4). It was reported that the aneurysm enlargement was due to a distal type I endoleak. The physician stated that the patient had a risk of the distal type I endoleak because the bell-bottom device was implanted in the right limb at the initial procedure. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2020, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the initial procedure. On an unknown date, after the initial procedure, an aneurysm enlargement (amount unknown) due to a distal type I endoleak from the plc231000j in the right limb was determined. On (B)(6) 2023, a reintervention was performed to treat the distal type I endoleak. An additional contralateral leg component was implanted in the right limb and a non-gore stent graft was used as fenestration device which was made a hole and a gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the internal iliac artery. The patient tolerated the procedure. The physician stated that the patient had a risk of the distal type I endoleak because the bell-bottom device was implanted in the right limb at the initial procedure. It was reported that the overlap length had been enough.